Event description:
This monitor is used in the ICU. While doing a procedure on a pt the monitor blanked out. Biomed was called in stat to repair it. The power supply, hitron model hes49-12040, spacelabs number (B)(4), failed. It was replaced with another one from spacelabs. This is the 6th power supply that has failed on a pt this year in emergency room, operating room and ICU. This equipment is used in intensive care and a failure could put the pt at risk and/or cause them to be moved to a new monitored bed, if one is available. Pt rooms have been closed down until parts are replaced, some times the next day when staff is available to replace parts.